Event description:
Caller reported one false negative urine hcg result using mckesson dipstick test vs. Quantitative serum test. A (B)(6) female pt presented in mid-afternoon to confirm her pregnancy. A urine hcg test was performed using mckesson dipstick test with a negative result. A repeat of the same sample also gave a negative result. A serum quantitative test was performed because of the negative urine result and had a result of 105miu/ml. Per caller, pt was (B)(6) pregnant.

Manufacturer narrative:
Lot number(s): (B)(4); expiration date(s): 09/01/2013. Control lot: 25miu/ml hcg urine control lot: (B)(4), 100miu/ml hcg urine control lot: (B)(4), 241.0iu/ml hcg urine control lot: (B)(4). Summary of results: the retention strips meet qc specification. Details as below: correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine control. (N=5). Correct positive results were observed at 3 minute read time when tested with 100 miu/ml hcg urine control (n=5). Clearly positive results were observed at 3 minute read time when tested with 241.0iu/ml hcg urine control. (N=5). Conclusion: from retain testing with in-house controls, the client¿s result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer¿s observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain devices. Results met qc specification. No false negative was observed. Mfg. Batch record review did not observe failure. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. No product deficiency established; no corrective action required at this time.